Event description:
Related manufacturer reference number: 2017865-2023-48175. It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right ventricular lead and the right atrial lead exhibited noise oversensing which resulted in pacing inhibition. No intervention was performed. Patient status was not known.